Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not charge or power on a monitor) has been confirmed. Upon investigation, there was contamination inside the battery pack. The cause for the inability to communicate is contamination. The root cause for the contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) old male pt contacted zoll customer support to report that his charger was not working. The pt was issued a replacement charger. When the pt received the new charger, he reported that battery pack sn (B)(4) would not charge or power up his monitor. The pt was issued a replacement battery pack.